Event description:
Two coltene brand fiber posts were utilized for a patient, one on tooth #3 and one tooth #29. The patient was then seen to remove the temporary crown and as proceeded to remove the temporary crown, the fiber post in tooth #3 broke in half, leaving one end of the post in the patient's root. The same procedure and same protocol on both teeth. The fiber post in tooth #3 failed and broke in half. There was no means for removing the post and as a consequence the tooth could not be restored. The tooth had to be extracted and an implant procedure is in process.